Manufacturer narrative:
Additional narrative: the patient had the mesh removed on (B)(6) 2008 due to pain, infections, bleeding, dyspareunia and erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported on (B)(6) 2008 that upon examination approximately a 1cm x 1cm defect over the tension-free vaginal taping consistent with a vaginal graft erosion was found, an anterior vaginal well approximately 2 cm was seen, the patient underwent repair of transvaginal taping and experienced graft erosion, and the visible graft material was resected. No additional information was provided.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.